Manufacturer narrative:
The manufacturer previously reported the date received by manufacturer as 01/04/2018. The correct date is 01/04/2019.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator that allegedly was no delivering oxygen and did not alarm. The patient's blood oxygen level decreased and was placed on a back up supply of oxygen. The device was returned to the manufacturer's service center for evaluation. The device's oxygen concentration was found to be below specifications due to inconsistent sieve bed pressure output caused by contamination. The device alarmed to design specification.

Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not delivering oxygen and did not alarm while in patient use. The patient's blood oxygen level decreased and was placed on a back up supply of oxygen. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.